Manufacturer narrative:
The patient experienced the peritonitis on an unspecified date in 2018 (2 months ago). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The cause of the breach in aseptic technique was not further described. On an unreported date, the patient began treatment for the peritonitis with an unspecified drug intraperitoneally. On an unreported date, in the same year as onset, the patient was recovered from the peritonitis. No further detail was provided regarding whether the patient was hospitalized for the event. Pd therapy was ongoing. No additional information is available.